Manufacturer narrative:
This report is for an unknown angled screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the screw broke during a dysgnathic surgery with the use of the synthes 90 degree angled screwdriver. After multiple attempts, the angled screwdriver could not be placed in situ in the cruciate screw due to reduced visibility through the screwdriver and the small size of the screw head. After several attempts of screwing in, the head of the screw broke. Procedure was completed by using competitor's system. There was (30) minutes surgical delay. Patient outcome is reported as well/good/as intended. This report is for (1) unknown angled screwdriver. This is report 2 of 2 for complaint (B)(4).

Event description:
Further it was reported by customer that there is no allegation against the screwdriver. The allegation is only against the screw. The screw head is too flat due to which the screwdriver does not grip properly.